Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Device evaluation: the carefusion field service representative (fsr) evaluated the device and the reported issue was not duplicated. The device operated properly and is working to service specifications.

Event description:
The customer reported auto cycling on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.